Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction procedure the patient experienced a posterior capsule tear due to loss of visibility and focus of foggy, dirty optics of the microscope. Visualization was managed during capsulorhexis but was lost during the phacoemulsification portion. There was no way to see and therefore ended up breaking the posterior capsule. An anterior vitrectomy was required before placing the intraocular lens which extended the length of surgical time. The patient has experienced discomfort and post surgical inflammation. No additional medical intervention was required only normal post operative medications.

Manufacturer narrative:
The company service representative, examined the microscope. And was able to confirm, the reported event of dirty optics. The company service representative cleaned the optics to resolve the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the design of the microscope (halogen). The root cause of the posterior capsule rupture/tear is likely, the result of surgeon technique and/or the surgeon not confirming, the optics were clean prior to surgery. Although, this is unable to be determined, conclusively with the information provided. The manufacturer internal reference number is: (B)(4).